Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: pmi01195 - 67mm tibial component - unknown. Pmi01193 - custom finned femoral component - unknown. Unknown - unknown poly - unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02409.

Event description:
It was further reported that the patient has a surgical history of tibial tumor resections. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h6 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient had an initial left total knee arthroplasty on an unknown date and has undergone multiple revisions. Approximately 11 years after the most recent revision, the patient was revised due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D6a: implant date: 2011. D10: cp114585 - 67mm finn tib brg set 14mm - 443100. Pm100883 - small axle - 441700. Unknown - unknown yoke - unknown. Pm100884 - small fmrl bshg set - 442970. Cp114584 - cust thin finn tib bushing - 443500. 402439 - cobalt mv bone cement 40gm b - 949020. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.